Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During preventive maintenance, it was noted the battery appeared out of specifications. There was no pt involvement.